Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the straight suction would verify without issue, but while tracking was inaccurate by a few millimeters. It was noted this issue was only with the straight suction and all other instruments worked as expected. It was also noted there was no metal in the field. This issue occurred intraoperatively and did not cause surgical delay. There was no reported impact on patient outcome. Additional information was received stating the issue was resolved by repositioning the emitter.